Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified vessel. A 7.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. However, during the third inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was in good condition.

Manufacturer narrative:
Initial reporter city: (B)(6).